Manufacturer narrative:
The repair for this device cannot be conducted at this time due to a back-order status of a part (flow sensor assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. A follow up was performed with the customer, and it was confirmed that the replacement part has not been received, and the device has not been repaired. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not go into standby mode. The device was not in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's. The biomedical engineer reported that the average air reading in pneumatics, with nothing attached to the patient outlet and pressure and flow set to zero, is reading 4 liters per minute (lpm) the rse informed that customer that the reading was out of specification, and the air inlet filter was missing. The rse advised the customer to replace the flow sensor assembly and provided the part number for a replacement. The investigation is ongoing.